Manufacturer narrative:
D10: 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5: 7048350. 02-022-35-4511 - truliant tib imp ps insert sz 4.5 11mm: 7206924. 02-022-45-4540 - truliant tray, cem sz 4.5f/4t: 6923201. 201-78-15 - holding pin mini sharp point 4 pk: a031164. 203-96-64 - sawbl ez1913.m62 90x19, 1.27mm strkr5/6/7: 028867. 521-78-23 - threaded pin size 2.3 collared 2pk: s364412. 521-78-31 - threaded pin size 2.6 collarless 2pk: s303775. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the right side. Subsequently, the patient experienced pain. The surgeon revised the patella due to wear and pitting. He also did a poly swap going from a 11mm to 12mm ps poly. Patient was last known to be in stable condition following the event. No further information available.